Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions from technical support to reset the pump, and the error did not reappear.